Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in MFR name, city, and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a patient had an intravitreal injection of avastin with an unspecified bd insulin syringe. The patient developed intractable floaters in his/her treated eye that interfered with his/her vision. The floaters did not resolve after an extended period of observation. It was believed that the floaters were attributed to silicone droplets that may have come from the barrel of the insulin syringe. It is unknown if any medical interventions were provided for this incident. Of note, the information for this incident was obtained via a medwatch 5067144. There was no contact information provided to follow up with the medwatch reporter.